Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail was broken at the pivot point. The technician replaced the siderail to repair the bed.